Manufacturer narrative:
Unomedical is actively seeking further information on the incident. Unomedical is expected to submit a follow-up (or final) emdr report not later than 18-apr-2016.

Event description:
(B)(4). A female diabetic patient reported on (B)(6) 2016 that she experienced a blood glucose level of 844 mg/dl and was hospitalized. She found the tape was not sticking on the quick-set infusion set and thereby not connected to her body due to the infusion set had not been adhering properly. The patient was not on pump therapy in the hospital. The patient also reported that she had experienced a "mini" heart attack around (B)(6) 2015. Patient states she uses sure prep to prepare her insertion site. Patient states the circumstances under which the infusion is not adhering are after she has inserted the infusion set into body and thereafter remove the quick set release away from her body shortly after the quick-set falls off her body. The patient reports she has been in and out of hospital 5 times since (B)(6) 2015 with diabetic ketoacidosis. On the (B)(6) 2015 her husband could not wake her up and the blood glucose level was greater than 600 mg/dl at time of the 911 call (patient not wearing pump at time of call) and greater than 1000 mg/dl when she arrived at the hospital ((B)(6)) for diabetic ketoacidosis. At that time she also found the tape was not sticking on the quick-set infusion set and thereby not connected to her body due to the infusion set had not been adhering properly. Then she stayed on pump therapy and went on a diabetic diet. Patient noted that her husband called 911 as she could not breathe due to her congestive heart failure. Patient was swollen and gained 50 pounds of fluid. Customer states they tripled her lazik medication to help reduce water in her lungs. In addition she was recommend physical therapy. The patient states she went for physical therapy 2-3 days and then signed herself out. No further details about duration of hospital stay. No further information available.

Manufacturer narrative:
Unomedical is actively seeking further information on the incident. Unomedical is expected to submit a follow-up (or final) emdr report not later than 18-apr-2016. Updated information 07-apr-2016: the reference samples were tested for visual to the adhesive tape, flow, leak, needle, click and ventilation to the pcap tests, all tests were found within specifications. The batch record (B)(4) was verified and found it within specifications. Based on the investigation and test results the claimed failure can not be confirmed. If new information becomes available the complaint will be re-opened and appropriate actions will be taken. Clinical evaluation: the patient reported that patient was hospitalized with diabetic ketoacidosis due to the infusion set fell off during sleep. There is no information if any stress to tubing did result in the set becoming dislodge. Patient mentioned experiencing several incidents with infusion set falling off due to patient using serter. There is no information of type of medical intervention, the length of hospital stay or any clinical consequences due to the event.

Event description:
(B)(4). A female diabetic patient reported on (B)(6) 2016 that she experienced a blood glucose level of 844 mg/dl and was hospitalized. She found the tape was not sticking on the quick-set infusion set and thereby not connected to her body due to the infusion set had not been adhering properly. The patient was not on pump therapy in the hospital. The patient also reported that she had experienced a "mini" heart attack around (B)(6) 2015. Patient states she uses sure prep to prepare her insertion site. Patient states the circumstances under which the infusion is not adhering are after she has inserted the infusion set into body and thereafter remove the quick set release away from her body shortly after the quick-set falls off her body. The patient reports she has been in and out of hospital 5 times since (B)(6) 2015 with diabetic ketoacidosis. On the (B)(6) 2015 her husband could not wake her up and the blood glucose level was greater than 600 mg/dl at time of the 911 call (patient not wearing pump at time of call) and greater than 1000 mg/dl when she arrived at the hospital (B)(6) for diabetic ketoacidosis. At that time she also found the tape was not sticking on the quick-set infusion set and thereby not connected to her body due to the infusion set had not been adhering properly. Then she stayed on pump therapy and went on a diabetic diet. Patient noted that her husband called 911 as she could not breathe due to her congestive heart failure. Patient was swollen and gained 50 pounds of fluid. Customer states they tripled her lazik medication to help reduce water in her lungs. In addition she was recommend physical therapy. The patient states she went for physical therapy 2-3 days and then signed herself out. No further details about duration of hospital stay. No further information available.